Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the customer reported to technical service engineer (tse) while in a procedure to report multiple generator issues during use. The customer informed the tse that monopolar and bipolar energy was intermittent, and they kept getting a m-02 error that keep returning. The tse confirmed error 25913 (m-02) errors in the system logs, pointing to the generator. The tse advised the customer that the reporting m-02 errors will likely continue to return, and a backup energy device would be recommended. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. M-02-3/1-07 errors did occur at startup. The iesu has no significant scratches or dents. The front bezel was in decent condition. E.